Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physiain was not pleased with the extension of the helix. The lead was removed and testing was completed where it required forty turns in order to fully extend the helix. An alternate lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix bent. Therefore, no helix function test possible. If information is provided in the future, a supplemental report will be issued.